Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot-assisted laparoscopic prostatectomy incident description: this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: during a robot-assisted laparoscopic prostatectomy, at the end of the procedure before closing a surgical incision, the customer noted that the distal end of the cannula was fragmented and missing a portion inside the abdominal cavity when removing the cannula. Since the portion was not found with CT, an abdominal open surgery was done to remove a fragment of the cannula. After the procedure, the patient has kept fine now and no health damage is reported. He thought it was possible that an excessive power was applied to the distal end of the cannula. Initial investigation report by aomori olympus: the event unit was returned to olympus and visually inspected. The distal end of the cannula was found to be fragmented and missing a portion. The returned portion of the cannula as shown in fig.1 is similar to the damage location in shape (refer to fig.2). The balloon tubing was separated from the surface layer of the cannula (refer to fig.3). The unit will be returned to amr for further evaluation. (B)(4). Type of intervention: since the portion was not found with CT, an abdominal open surgery was done to remove a fragment of the cannula. Patient status: abdominal open surgery wad done to remove a fragment of the cannula. After the procedure, the patient has kept fine now and no health damage is reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a fragment. Upon inspection, engineering confirmed that the tip of the cannula was fractured. The root cause of the event is likely the result of external force applied on the cannula by the robot mount in combination with lipid exposure. The probability and criticality of harm resulting from this failure mode has been evaluated and was found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.